Event description:
A malfunction alarm, identified as code malf 12, was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level, confirmed to be below 500 mg/dl. Technical support provided information for resetting the pump, and the customer was assisted in performing the reset, after which the issue did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction reappeared, which the customer understood.